Event description:
A non philips keyboard was installed. The substitute keyboard had a mute function on it and the philips keyboard does not. The mute button was pushed by accident on the substitute keyboard and as a result the alarms were heard from bedside monitor and not at the central station. Biomedical was called and corrected problem by replacing the keyboard with a philips keyboard.